Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with pump's battery and customer changed the battery on the pump 3 times. Customer reported low battery alarm or short battery life. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer reported receiving replace battery alert. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was found on: 01/14/2025 04:00:50.000, 01/15/2025 02:33:27.000, 01/15/2025 21:30:51.000. Low battery alert was found on: 01/14/2025 02:57:00.000, 01/15/2025 00:41:00.000, 01/15/2025 20:11:00.000. Replace battery alert was found on: 01/15/2025 02:26:00.000, 01/15/2025 21:29:00.000. Replace battery now alarm was found on: 01/15/2025 02:34:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and replace battery alert/replace battery now alarm noted during testing. However, in further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 01/15/2025 20:11:00 faster than expected at 0.73 days. Battery cycle 2 received the lowbatteryalert (104) on 01/14/2025 02:57:00 after more than 7 days at 24.57 days. Battery cycle 3 received the lowbatteryalert (104) on 12/20/2024 13:13:00 after more than 7 days at 37.2 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 15-jan-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unexpected battery power loss and charge/battery lasts less than expected were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, unexpected battery power loss and charge/battery lasts less than expected were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.